Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm or changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.